Manufacturer narrative:
The event of stroke is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is "patient had mini-stroke." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported experiencing a "mini stroke". Device remains implanted. This record is for the left side.